Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 400 mg/dl, treated with the insulin pump and did not gave change sensor yet blood glucose was 350 mg/dl. Customer declined troubleshooting for hyperglycemia. Customer did receive a sensor updating value not available alert. The devices will not be returned for analysis.